Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation by failure analysis. Inspection of the instrument found no physical damage at the distal end of the instrument. There was no material missing from this area of the instrument. Therefore, the customer reported event that the tip of the instrument broke off was not confirmed. Additionally unrelated to the customer reported issue, further inspection of the instrument identified that the input disk # 3 was detached from the base of the instrument¿s housing which is on the proximal end of the device and is not inserted into the patient. The input disk was not returned for evaluation. The known common cause of this observed issue is attributed to improper cleaning during reprocessing. Based on the current information provided, this complaint is no longer deemed reportable. It was initially alleged that the tip of the maryland bipolar forceps instrument broke off, possibly fell inside the patient, and was not found or retrieved. However, failure analysis evaluated the instrument and found no physical damage or missing material on the distal end of the instrument. Therefore, there is no evidence that the tip or a fragment from the instrument broke off and fell inside the patient as alleged by the customer, and there is no evidence that an adverse event occurred. In addition, there is no indication that the instrument malfunctioned in a way where if the device problem were to recur, it could cause or contribute to an adverse event. The instrument damage found by failure analysis can be attributed to user-error in relation to improper cleaning.

Manufacturer narrative:
Corrected information (event date): (B)(6) 2018. (Describe event or problem): the instrument referenced in event should be a long bipolar grasper instrument and not a maryland bipolar forceps instrument as was originally noted. (Common device name): long bipolar grasper (model #): 470400-09. (Lot #): n10180815. (Returned to manufacturer on): 05/08/2019. New information: 61 - intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint under pr 118454, RMA 1317556 and completed the device evaluation. Inspection of the instrument found a broken bipolar yaw pulley. The broken piece measuring approximately 0.098¿ x 0.247¿ was missing as a result of breakage. The common cause of this failure is attributed to mishandling and misuse, such as excess force applied to the distal end of the instrument. Review of the site¿s system logs confirmed the usage of the long bipolar grasper instrument on (B)(6) 2018 and not on the customer reported event date of (B)(6) 2018. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage was observed. Based on the information and failure analysis investigation, the complaint remains a non-reportable event. The known common cause of the instrument damage found by failure analysis is attributed to mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during an unspecified da vinci-assisted surgical procedure, the tip of the instrument broke off and possibly fell inside the patient. The fragment was not found or retrieved. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that after completing an unspecified da vinci-assisted surgical procedure, inspection of the maryland bipolar forceps instrument identified a broken pulley tip. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: prior to use, a nurse inspected the instrument and noted no damage. At an unspecified time during the procedure, the instrument wrist was straightened, removed for cleaning and reinstalled for reuse. After completing the procedure, inspection of the instrument identified that the instrument was ¿chipped¿ and it was alleged that possibly a fragment from the instrument had fallen inside the patient. The customer reviewed the procedure video. However, the customer could not confirm the moment when the instrument broke, nor could they ascertain if a broken piece actually fell inside the patient. An x-ray was performed and found no fragment inside the patient. No additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report.